Event description:
It was reported that the patient passed away two weeks ago from the date of this report (specific date not reported). It was further added that before patient passed away, the pump and catheter were removed due to "suspected infection". Additional information has been requested, but was not available as of the date of this report. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient was having drainage and fever and an infectious disease consult was obtained and the recommendation was for device removal. An intraoperative culture was taken and revealed many polymorphonuclear cells on gram stain. No growth was seen from the culture 4 days after. The patient passed away from respiratory failure. He was change to comfort care following the operation due to respiratory distress. The cause of death was not considered to be device related.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).